Manufacturer narrative:
Review of complaint activity for lot 02416a000 did not identify an increase in complaint activity. Review of complaints associated with the architect intact pth assay did not identify any trends. Accuracy testing was performed using in-house file samples of reagent lot 02416a000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Event description:
The account generated (B)(6) architect intact pth results for 5 patient samples in (B)(6) 2016. (B)(6). No unit of measure or specific patient information was provided. No impact to patient management was reported.